Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The probable cause of the defect was due to normal wear and tear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite video system center is unable to display image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty printed circuit board. The specific root cause of the faulty printed circuit could not be determined at this time. Olympus will continue to monitor field performance for this device.